Manufacturer narrative:
The investigation is complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a triple positive result for sars-cov-2, influenza a, and influenza b. The same sample was repeated on the same liat analyzer and generated the same result. The same sample was repeated on a different liat analyzer and generated a negative result for sars-cov-2, influenza a and influenza b. The second alleged sample generated a triple positive result for sars-cov-2, influenza a, and influenza b. The same sample was repeated on the same liat analyzer and generated a positive result for influenza a and a negative result for influenza b and sars-cov-2. Unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The investigation is ongoing.